Event description:
The physician attempted arteriotomy closure with the starclose vascular closure system after an interventional procedure. The physician pressed the trigger several times and it would not work. The physician stopped the procedure and pressed the safety release button and it would not work. The physician was unable to remove the starclose device from the pt. The patient was taken to surgery and a small cut-down was performed to remove the device. The physican observed that the starclose wings were open and a piece of plaque was between the starclose clip and the wings. Closure was achieved in surgery. The pt was discharged to home the next day.

Manufacturer narrative:
Based on available information, device malfunction could not be identified.review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.